Event description:
The patient underwent bilateral mastectomies approximately three years ago for breast cancer that was multifocal invasive lobular carcinoma of the right breast. At that time, she had undergone immediate reconstruction with bilateral submuscular tissue expanders and alloderm grafts. Three months after surgery, she underwent replacement of the tissue expanders for gel implants and reconstruction of bilateral nipple areolar complexes. After another three months, the patient then underwent tattooing of the reconstructable complexes. Since that time, she has been doing well. The patient reports that three months ago, she had 2 tick bites, one on the right upper lateral arm and one on her left side. She did not develop fever, shaking chills or sweats following that. She reports that two months ago, she began developing a pink discoloration to the right reconstructed breast associated with a feeling of heat from her tissue that was not present on the left side. She was seen by the dr. And was placed on bactrim-ds 1 tablet by mouth twice a day. She had an ultrasound, which did not show peri-implant fluid or any evidence of subcutaneous masses. The patient reports that she started arimidex and was having significant arthralgia of her shoulders and hip area. In spite of the oral antibiotics, the patient still felt that something was wrong with her right breast. Repeated physical examination did not show significant erythema. There are no subcutaneous masses. There is no axillary adenopathy. The skin did palpate to be much warmer than that of her left reconstructed breast. An MRI examination was performed, which now demonstrated a moderate amount of peri-implant fluid and what was felt to be changes of the capsule consistent with capsulitis. The patient is now presenting for a right breast capsulectomy and replacement of the gel implant. Procedures: alloderm removed with breast implant exchange; right breast. Capsulectomy and implant exchange. Post op diagnosis: right breast ruptured gel implant.